Event description:
Analysis of the returned device revealed the polytetrafluoroethylene (ptfe) coating had peeled. There were no consequences or impact to the patient.

Manufacturer narrative:
A device history record (DHR) review for was performed and showed the device met all specifications upon it release. Visual inspection of the guidewire revealed coating present on the wire and some areas were noted to have excessive hydrophilic coating. It was also noted that the ptfe coating appeared to have been scrapped off with a sharp object at 103.0cm from its proximal end. The guidewire was slightly bent at 50.0cm, 120.0cm 143.5cm from its proximal end and it was bent at 2.1cm and 13.2cm from its distal end. A white colored substance which appeared to be dried hydrophilic coating or saline was noted proximal to the distal end of the guidewire. No other anomalies were found. Based on the information available and analysis of the device, it is not possible to determine the cause of the ptfe peeling.